Event description:
Customer reported unexpected negative reactions on the echo while performing validation studies. One sample contained anti-e and the other contained anti-c.

Manufacturer narrative:
Confirmed the reactivity of the c antigen and the e antigen on retention capture-r ready screen (crrs) (3), lot r046, used by the customer at the time of the event. The customer's returned sample (history of anti-c) was tested with retention crrs (3), lot r046 on an in-house echo. The sample was nonreactive with all reagent red cells. The sample was also tested by a tube hemagglutination test method with retention panoscreen, lot 14362 using immuadd as the potentiator. The sample was nonreactive with all reagent red cells. There was not enough sample remaining to test with returned crrs 3. The customer's returned sample (history of anti-e) was tested with retention and returned crrs (3), lot r046 on an in-house echo. Sample demonstrated 1+ and 2+ reactivity with the e+e- cell of return and retention crrs (3), lot r046, respectively. The sample was also tested by a tube hemagglutination test method with retention panoscreen, lot 14362 using using immuadd as the potentiator; the sample exhibited 1+ reactivity with the e+e- cell at the iat phase.